Manufacturer narrative:
A complaint has been received by pfizer kalamazoo with reasonable suspicion of a malfunction, and the associated severity is s5. Impact to the device was the possibility for an adverse event. Hazardous situation #1: gelfoam sponge used in closure of skin incisions. Hazardous situation #2: product used in patient with hypersensitivity to porcine products. (B)(6) 2019: conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed.

Event description:
Event verbatim [preferred term]. Allergic reaction [hypersensitivity], palpitations [palpitations], burning in upper arm/burning up her right arm with numbness in the same area/ burning in her left arm and to the chest with numbness in the same area [burning sensation], numbness/burning up her right arm with numbness in the same area/ burning in her left arm and to the chest with numbness in the same area [hypoaesthesia], burning down the esophagus [burn oesophageal], indigestion/very bad indigestion [dyspepsia], heart burns [dyspepsia], nervousness like anxiety [nervousness], nervousness like anxiety [anxiety], constipation [constipation], pain in my hands and arms [pain in extremity]. Narrative: this is a spontaneous report from a contactable consumer. This 60-year-old female patient started to receive treatment absorbable gelatin (gelfoam) dental sponge, via an unspecified route of administration, from an unknown date to (B)(6) 2018, to stop bleeding. The product ndc number, lot number, and expiration date were unknown. The patient's medical history was not provided. There were no other conditions. There were no concomitant medications. The patient reported that she cut her fingers yesterday ((B)(6) 2018) and they were bleeding a lot so she went to urgent care. She stated that the physician applied gelfoam dental sponges on her fingers to stop the bleeding. She had a very bad reaction and ended up in the emergency room. She was calling to find out what is in the foam sponges that she could be so allergic to. The consumer described that the 2 fingers that were cut were on the right hand; the middle and ring finger. The doctor applied one to each finger. About 1.5 to 2 hours after application, she started experiencing burning up her arm and to the chest, and down the other arm, with numbness in the same area. She had extreme palpitations and nervousness 'like anxiety.' She also had a couple bowel movements last night ((B)(6) 2018) that were not abnormal. Today ((B)(6) 2018), she has very bad indigestion and burning down the esophagus. She still has some palpations but they are better. There is also still some burning feeling and numbness in the right arm but it is not as bad. The issues in the left arm and chest regarding the burning and numbness have resolved. She added that she was given a tetanus shot in the left arm; she has no ndc, lot, or expiry for that product. She stated this morning ((B)(6) 2018) she had some constipation during a bowel movement. The patient said that while in the emergency department, an EKG was performed for the palpitations (no result provided). For the palpitations, she was given "a large dose of tylenol, 1000 mg, she thinks." She reported that there was nothing else done since she had "no rash or anything, no benadryl was given." She was just told to follow-up with her regular doctor. The patient also reported "heartburns" on unspecified date. The patient added that the product did stop the bleeding. On follow-up of (B)(6) 2019, the following was reported: "the physician on staff, informed me that the cuts could not be stitched because they would leave a "wrinkle" on my fingers. " the patient stated that it was decided to use gelfoam prior to applying the bandages. (The cuts were not large, but they were located near the knuckles, which caused them to bleed when the patient moved her fingers.) The patient then asked the physician (name redacted) if there would be any adverse reaction from the gelfoam, and she was assured there would not be. Two hours after the gelfoam was applied to the patient's fingers, the patient reported that she experienced complete numbness in both of her hands and arms, across the chest and down to the waist. She also reported that she had severe heart palpitations. She went to the emergency room where she was given an EKG immediately. The ER doctor was not familiar with gelfoam and needed to "research" the product. The ER nurse informed her that it was used to stop bleeding usually during surgeries and that she had been aware of problems with the product. The patient reported that she was given a high dosage of pain reliever and had to soak her fingers for an extended amount of time in an attempt to remove the gelfoam. After being monitored for a few hours in the ER, the doctor informed the patient that she had a severe adverse reaction to gelfoam and that he did not know when the symptoms would subside. The doctor advised the patient to see her primary care physician as soon as possible and to notify all doctors she visited in the future of this reaction. The following day, the patient visited her primary care physician, (missing a day of work). She was still experiencing numbness and pain in her hands and arms, as well as severe burning from the esophagus through the lower abdomen. Her primary care physician agreed that she had an adverse reaction to gelfoam, and the primary care physician also did not know when the symptoms would subside. The patient said she filed a complaint with (customer service name redacted) on (B)(6) 2018. When the patient inquired about the ingredients in the product, the representative could not provide a complete list. The patient said she was told that the only ingredients listed were collagen and gelatin. The patient stated, "this troubled me because I needed to know all the ingredients in this product in order to avoid them in the future. I would appreciate if you could provide me with a detailed list of all the ingredients in gelfoam. I also contacted the director of the (institution name redacted), dr. (Physician name redacted), who said that gelfoam was used at their facility for cases such as mine, and that it was the responsibility of the pharmaceutical company to supply detailed information and warnings regarding the product on its packaging. I believe pfizer and the (institution) were equally at fault in this matter and would hope in the future that warnings are issued to all medical facilities and its staff regarding gelfoam prior to its use on patients. I am still experiencing numbness in my hands and arms, but all the other symptoms have subsided. I hope the numbness will subside soon. If not, I will pursue further action. I am enclosing a copy of the co-payment for the visit to the emergency room due to my reaction to your product and would appreciate reimbursement. " the patient reported in response to query if there were any treatment received for events indigestion/very bad indigestion, palpitations, nervousness like anxiety, and the response was "fine now." With respect to any treatment for the events of burning in upper arm/burning up her right arm with numbness in the same area, numbness/burning up her right arm with numbness in the same area, allergic reaction, burning in her left arm and to the chest with numbness in the same area, the response received was "still experiencing." For any treatment received for events burning down the esophagus, heart burns, response received was "fine now." All reported events involved admission to hospital. On follow up on (B)(6) 2019, an investigation report was received from product quality complaints group: a complaint has been received by pfizer (site name redacted) with reasonable suspicion of a malfunction, and the associated severity is s5. Impact to the device was the possibility for an adverse event. Hazardous situation #1: gelfoam sponge used in closure of skin incisions. Hazardous situation #2: product used in patient with hypersensitivity to porcine products. The action taken in response to the events for absorbable gelatin was reported as permanently withdrawn. The outcomes of burning in upper arm/burning up her right arm with numbness in the same area/ burning in her left arm and to the chest with numbness in the same area, numbness/burning up her right arm with numbness in the same area/ burning in her left arm and to the chest with numbness in the same area were resolving. The patient completely recovered from palpitations, burning down the esophagus, indigestion/very bad indigestion, heart burns, nervousness like anxiety. She had not recovered from allergic reaction, constipation, and pain in hands and arms. (B)(6) 2019, the product quality group provided a final report: scope: all gelfoam sponge and gelfoam powder batches produced within the 36 months prior to the receipt of the reported complaint were queried within pcom, and all complaints found were examined against the reported complaint narrative and complaint classification. One previous complaint with a known batch number was determined to be within scope: 2016-02-0009667-us (l63414). Returned product examination: pgs (site name redacted) did not receive a returned complaint sample, or photographs, for evaluation. Reference sample examination: complete - acceptable. A reference sample examination was performed for the complaint with a known batch number listed above. A review of the examination determined that the amount of product present was acceptable, and that no quality defects were observed in the course of the exam. Deviations: complete - acceptable. Deviations, laboratory investigation reports (lir), and change management records for all batches in aprrs and the site deviation tracking system for 36 months prior to the receipt of the reported complaint were reviewed. Packaging records: complete - acceptable. A review of manufacturing records was performed as a part of the complaint with a known batch numbers listed above. A review of the report determined that the manufacturing records were acceptable, and that no quality issues were present. Process control evaluation: existing process controls were reviewed as a part of this investigation. The review determined that the process controls were appropriate and acceptable; therefore the medical device qop was not notified. Qo batch history report: complete - acceptable. Per review of the aprr reports over the expiry interval reaching back from the receipt of the compliant, there were no batches produced with analytical testing results that were outside of registered specifications prior to release. A review of the complaint determined to be within scope demonstrated that all tests and inpections passed prior to release of the involved batch. Medical device report review: a review of all previous medical device reports (MDR) was performed as a part of this investigation. Previous MDR relevant to the reported complaint had been issued by safety; therefore, the reported complaint was escalated to pfizer us for further evaluation of MDR. Batch specific trend review: complete - acceptable. The batch number for the reported complaint is unknown; therefore, an evaluation of the batch history could not be performed as a part of this investigation. Medical device trend analysis: complete - acceptable. The complaint history for products with the product category defined as 'absorbable material - foam ' and 'absorbable material - powder' has been reviewed. The following parameters were used: - product category: absorbable material - foam and absorbable material - powder. Time period: (B)(6) 2014 - (B)(6) 2019 - complaint classification: external cause investigation - investigating site: (pfizer site name redacted.) An expanded time period and product category scope was used for the analysis of trending to capture complaints that have been received by pfizer (site name redacted) o as a result of a remediation effort by pfizer us safety, their full range of complaint contact dates, and the associated product expiry windows. The results of the above query were evaluated by date contacted and by the classification of 'external cause investigation.' There were two months ((B)(6) 2019) that included a higher than normal number of complaints; however, this is due to the remediation effort noted above. Additionally, the results from the query were evaluated by the sub-class of 'adverse event safety request for investigation,' and there were two months ((B)(6) 2019) that included a higher than normal number of complaints, also as a result of remediation by pfizer us safety. No trend was observed that would require further investigations. Root cause: pfizer (site name redacted) quality operations could not determine a root cause for the reported defect to be related to the site production process. A review of the aprr reports, the previously investigated complaint report, and an evaluation of trends indicated that all gelfoam batches relevant to this investigation had met established requirements at the time of release. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Corrective action: there were no corrective actions identified as a result of this complaint investigation. All reviewed records, previous investigations, trends, and in-process controls were acceptable, and have met the established requirements. Quality of batch: acceptable. The details of the reported complaint have been forwarded to pfizer safety for evaluation of regulatory reportability due to the worst case severity level of s5 for the reported defect as determined from a review of the device risk file for the product. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo (site name redacted) concludes that the quality of the product on the market remains acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. The complaint has been escalated to safety for evaluation of regulatory reportability. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer site is not required. Follow-up ((B)(6) 2018): new information reported from the contactable consumer includes: patient data (age, ht/wt), adds events of burning up her right arm with numbness in the same area, nervousness, anxiety, and constipation; adds reaction details (onset dates, outcomes), suspect drug data (indication, formulation), test data. Follow-up ((B) (6) 2019): new information received from a contactable consumer includes: added new event (pain in my hands and arms), event description, event outcome, seriousness, drug data. Amendment: this follow-up report is being submitted to amend previously reported information: checked intervention required for events seriousness criteria, causality updated to associated, combined the repeated ae with the same llt and same onset date for events burning sensation, numbness. No follow-up attempts are possible. No further information is expected. Follow-up ((B)(6) 2019): new information received from product quality complaints group included: investigation report. Follow-up ((B)(6) 2019): new information reported from the product quality complaints group included: investigation result summary-final report. Amendment: this follow-up report is being submitted to notify us food and drug administration (FDA) that MFR report number 1810189-2019-00002 and MFR report number 1810189-2019-00027 are duplicate. All subsequent follow-up information will be reported under MFR report number 1810189-2019-000002. MFR report number 1810189-2019-00027 is to be considered as deleted.

Event description:
Allergic reaction [hypersensitivity], palpitations [palpitations], burning in upper arm/burning up her right arm with numbness in the same area/ burning in her left arm and to the chest with numbness in the same area [burning sensation], numbness/burning up her right arm with numbness in the same area/burning in her left arm and to the chest with numbness in the same area [hypoaesthesia], burning down the esophagus [burn oesophageal], indigestion/very bad indigestion [dyspepsia], heart burns [dyspepsia], nervousness like anxiety [nervousness], nervousness like anxiety [anxiety], constipation [constipation], pain in my hands and arms [pain in extremity]. Case narrative: this is a spontaneous report from a contactable consumer. This (B)(6) female patient started to receive treatment absorbable gelatin (gelfoam) dental sponge, via an unspecified route of administration, on an unknown date, to stop bleeding. The product ndc number, lot number, and expiration date were unknown. The patient's medical history was not provided. There was no other conditions. There were no concomitant medications. The patient reported that she cut her fingers yesterday ((B)(6) 2018) and they were bleeding a lot so she went to urgent care. She stated that the physician applied gelfoam dental sponges on her fingers to stop the bleeding. She had a very bad reaction and ended up in the emergency room. She was calling to find out what is in the foam sponges that she could be so allergic to. The consumer described that the 2 fingers that were cut were on the right hand; the middle and ring finger. The doctor applied one to each finger. About 1.5 to 2 hours after application, she started experiencing burning up her arm and to the chest, and down the other arm, with numbness in the same area. She had extreme palpitations and nervousness 'like anxiety.' She also had a couple bowel movements last night ((B)(6) 2018) that were not abnormal. Today ((B)(6) 2018), she has very bad indigestion and burning down the esophagus. She still has some palpations but they are better. There is also still some burning feeling and numbness in the right arm but it is not as bad. The issues in the left arm and chest regarding the burning and numbness have resolved. She added that she was given a tetanus shot in the left arm; she has no ndc, lot, or expiry for that product. She stated this morning ((B)(6) 2018) she had some constipation during a bowel movement. The patient said that while in the emergency department, an EKG was performed for the palpitations (no result provided). For the palpitations, she was given "a large dose of tylenol, 1000 mg, she thinks." She reported that there was nothing else done since she had "no rash or anything, no benadryl was given." She was just told to follow-up with her regular doctor. The patient also reported "heartburns" on unspecified date. The patient added that the product did stop the bleeding. Upon follow-up on (B)(6) 2019: the physician on staff, informed me that the cuts could not be stitched because they would leave a "wrinkle" on my fingers. She decided to use gelfoam prior to applying the bandages (the cuts were not large, but they were located near the knuckles, which caused them to bleed when I moved my fingers). I asked dr. (Name) if there would be any adverse reaction from the gelfoam and she assured me there would not be. Two hours after the gelfoam was applied to my fingers, I experienced complete numbness in both of my hands and arms, across my chest and down to my waist. I also had severe heart palpitations. I went to the emergency room where I was given an EKG immediately. The ER doctor was not familiar with gelfoam and needed to "research" the product. The ER nurse informed him that it was used to stop bleeding usually during surgeries and that she had been aware of problems with the product. I was given a high dosage of pain reliever and had to soak my fingers for an extended amount of time in an attempt to remove the gelfoam. After being monitored for a few hours in the ER, the doctor informed me that I had a severe adverse reaction to gelfoam and that he did not know when the symptoms would subside. He advised me to see my primary care physician as soon as possible and to notify all doctors I visited in the future of this reaction. The following day I visited my primary care physician (missing a day of work). I was still experiencing numbness and pain in my hands and arms, as well as severe burning from my esophagus through my lower abdomen. My primary care physician agreed that I had an adverse reaction to gelfoam, and he also did not know when the symptoms would subside. I filed a complaint with (customer service name) on (B)(6) 2018. When I inquired about the ingredients in the product, the representative could not provide a complete list. I was told that the only ingredients listed were collagen and gelatin. This troubled me because I needed to know all the ingredients in this product in order to avoid them in the future (I would appreciate if you could provide me with a detailed list of all the ingredients in gelfoam). I also contacted the director of the (institution), dr. (Name), who said that gelfoam was used at their facility for cases such as mine, and that it was the responsibility of the pharmaceutical company to supply detailed information and warnings regarding the product on its packaging. I believe pfizer and the (institution) were equally at fault in this matter and would hope in the future that warnings are issued to all medical facilities and its staff regarding gelfoam prior to its use on patients. I am still experiencing numbness in my hands and arms, but all the other symptoms have subsided. I hope the numbness will subside soon. If not, I will pursue further action. I am enclosing a copy of the co-payment for the visit to the emergency room due to my reaction to your product and would appreciate reimbursement. Please do not hesitate to contact me if you have any questions or need any further information. Event information: event experienced: indigestion/very bad indigestion, admission to hospital involved: yes, any treatment received: yes, still experiencing: fine now. Event experienced: burning in upper arm/burning up her right arm with numbness in the same area, admission to hospital involved: yes, any treatment received: yes, still experiencing: still experiencing. Event experienced: numbness/burning up her right arm with numbness in the same area, admission to hospital involved: yes, any treatment received: yes, still experiencing: still experiencing . Event experienced: palpitations, admission to hospital involved: yes, any treatment received: yes, still experiencing: fine now. Event experienced: burning down the esophagus, admission to hospital involved: yes, any treatment received: no, still experiencing: fine now. Event experienced: allergic reaction, admission to hospital involved: yes, any treatment received: yes, still experiencing: still experiencing. Event experienced: heart burns, admission to hospital involved: yes, any treatment received: no, still experiencing: fine now. Event experienced: burning in her left arm and to the chest with numbness in the same area, admission to hospital involved: yes, any treatment received: yes, still experiencing: still experiencing. Event experienced: nervousness like anxiety, admission to hospital involved: yes, any treatment received: yes, still experiencing: fine now. Product information: name of product: absorbable gelatin (gelfoam), still taking: no; if no, provide stop: (B)(6) 2018. The action taken in response to the events for absorbable gelatin was reported as permanently withdrawn. As of (B)(6) 2018, the events of indigestion/very bad indigestion and burning down the esophagus, and constipation were persisting (not resolved). The outcomes of burning in upper arm/burning up her right arm with numbness in the same area/ burning in her left arm and to the chest with numbness in the same area, numbness/burning up her right arm with numbness in the same area/ burning in her left arm and to the chest with numbness in the same area were resolving. The patient completed recovered from palpitations, burning down the esophagus, indigestion/very bad indigestion, heart burns, nervousness like anxiety. Not recovered from allergic reaction, constipation, pain in my hands and arms. Follow-up ((B)(6) 2018): new information reported from the contactable consumer includes: patient data (age, ht/wt), adds events of burning up her right arm with numbness in the same area, nervousness, anxiety, and constipation; adds reaction details (onset dates, outcomes), suspect drug data (indication, formulation), test data. Follow-up ((B)(6) 2019): new information received from a contactable consumer includes: added new event (pain in my hands and arms), event description, event outcome, seriousness, drug data. Amendment: this follow-up report is being submitted to amend previously reported information: checked intervention required for events seriousness criteria, causality updated to associated, combined the repeated ae with the same llt and same onset date for events burning sensation, numbness.

Manufacturer narrative:
A complaint has been received by pfizer kalamazoo with reasonable suspicion of a malfunction, and the associated severity is s5. Impact to the device was the possibility for an adverse event. Hazardous situation #1: gelfoam sponge used in closure of skin incisions. Hazardous situation #2: product used in patient with hypersensitivity to porcine products. (B)(6) 2019, conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed.

Event description:
Allergic reaction [hypersensitivity]. Palpitations [palpitations]. Burning in upper arm/burning up her right arm with numbness in the same area burning in her left arm and to the chest with numbness in the same area [burning sensation]. Numbness/burning up her right arm with numbness in the same area/burning in her left arm and to the chest with numbness in the same area [hypoaesthesia]. Burning down the esophagus [burn oesophageal]. Indigestion/very bad indigestion [dyspepsia]. Heart burns [dyspepsia]. Nervousness like anxiety [nervousness]. Nervousness like anxiety [anxiety]. Constipation [constipation]. Pain in my hands and arms [pain in extremity]. Case description: this is a spontaneous report from a contactable consumer. This 60-year-old female patient started to receive treatment absorbable gelatin (gelfoam) dental sponge, via an unspecified route of administration, from an unknown date to (B)(6) 2018, to stop bleeding. The product ndc number, lot number, and expiration date were unknown. The patient's medical history was not provided. There were no other conditions. There were no concomitant medications. The patient reported that she cut her fingers yesterday (25nov2018) and they were bleeding a lot so she went to urgent care. She stated that the physician applied gelfoam dental sponges on her fingers to stop the bleeding. She had a very bad reaction and ended up in the emergency room. She was calling to find out what is in the foam sponges that she could be so allergic to. The consumer described that the 2 fingers that were cut were on the right hand; the middle and ring finger. The doctor applied one to each finger. About 1.5 to 2 hours after application, she started experiencing burning up her arm and to the chest, and down the other arm, with numbness in the same area. She had extreme palpitations and nervousness 'like anxiety.' She also had a couple bowel movements last night (B)(6) 2018, that were not abnormal. Today (B)(6) 2018, she has very bad indigestion and burning down the esophagus. She still has some palpations but they are better. There is also still some burning feeling and numbness in the right arm but it is not as bad. The issues in the left arm and chest regarding the burning and numbness have resolved. She added that she was given a tetanus shot in the left arm; she has no ndc, lot, or expiry for that product. She stated this morning (B)(6) 2018, she had some constipation during a bowel movement. The patient said that while in the emergency department, an EKG was performed for the palpitations (no result provided). For the palpitations, she was given "a large dose of tylenol, 1000 mg, she thinks." She reported that there was nothing else done since she had "no rash or anything, no benadryl was given." She was just told to follow-up with her regular doctor. The patient also reported "heartburns" on unspecified date. The patient added that the product did stop the bleeding. On follow-up of (B)(6) 2019, the following was reported: "the physician on staff, informed me that the cuts could not be stitched because they would leave a "wrinkle" on my fingers. " the patient stated that it was decided to use gelfoam prior to applying the bandages. (The cuts were not large, but they were located near the knuckles, which caused them to bleed when the patient moved her fingers.) The patient then asked the physician (name redacted) if there would be any adverse reaction from the gelfoam, and she was assured there would not be. Two hours after the gelfoam was applied to the patient's fingers, the patient reported that she experienced complete numbness in both of her hands and arms, across the chest and down to the waist. She also reported that she had severe heart palpitations. She went to the emergency room where she was given an EKG immediately. The ER doctor was not familiar with gelfoam and needed to "research" the product. The ER nurse informed her that it was used to stop bleeding usually during surgeries and that she had been aware of problems with the product. The patient reported that she was given a high dosage of pain reliever and had to soak her fingers for an extended amount of time in an attempt to remove the gelfoam. After being monitored for a few hours in the ER, the doctor informed the patient that she had a severe adverse reaction to gelfoam and that he did not know when the symptoms would subside. The doctor advised the patient to see her primary care physician as soon as possible and to notify all doctors she visited in the future of this reaction. The following day, the patient visited her primary care physician, (missing a day of work). She was still experiencing numbness and pain in her hands and arms, as well as severe burning from the esophagus through the lower abdomen. Her primary care physician agreed that she had an adverse reaction to gelfoam, and the primary care physician also did not know when the symptoms would subside. The patient said she filed a complaint with (customer service name redacted) on 26nov2018. When the patient inquired about the ingredients in the product, the representative could not provide a complete list. The patient said she was told that the only ingredients listed were collagen and gelatin. The patient stated, "this troubled me because I needed to know all the ingredients in this product in order to avoid them in the future. I would appreciate if you could provide me with a detailed list of all the ingredients in gelfoam. I also contacted the director of the (institution name redacted), dr. (Physician name redacted), who said that gelfoam was used at their facility for cases such as mine, and that it was the responsibility of the pharmaceutical company to supply detailed information and warnings regarding the product on its packaging. I believe pfizer and the (institution) were equally at fault in this matter and would hope in the future that warnings are issued to all medical facilities and its staff regarding gelfoam prior to its use on patients. I am still experiencing numbness in my hands and arms, but all the other symptoms have subsided. I hope the numbness will subside soon. If not, I will pursue further action. I am enclosing a copy of the co-payment for the visit to the emergency room due to my reaction to your product and would appreciate reimbursement. " the patient reported in response to query if there were any treatment received for events indigestion/very bad indigestion, palpitations, nervousness like anxiety, and the response was "fine now." With respect to any treatment for the events of burning in upper arm/burning up her right arm with numbness in the same area, numbness/burning up her right arm with numbness in the same area, allergic reaction, burning in her left arm and to the chest with numbness in the same area, the response received was "still experiencing." For any treatment received for events burning down the esophagus, heart burns, response received was "fine now." All reported events involved admission to hospital. On follow up on (B)(6) 2019, an investigation report was received from product quality complaints group: a complaint has been received by pfizer (site name redacted) with reasonable suspicion of a malfunction, and the associated severity is s5. Impact to the device was the possibility for an adverse event. Hazardous situation #1: gelfoam sponge used in closure of skin incisions. Hazardous situation #2: product used in patient with hypersensitivity to porcine products. The action taken in response to the events for absorbable gelatin was reported as permanently withdrawn. The outcomes of burning in upper arm/burning up her right arm with numbness in the same area/ burning in her left arm and to the chest with numbness in the same area, numbness/burning up her right arm with numbness in the same area/ burning in her left arm and to the chest with numbness in the same area were resolving. The patient completely recovered from palpitations, burning down the esophagus, indigestion/very bad indigestion, heart burns, nervousness like anxiety. She had not recovered from allergic reaction, constipation, and pain in hands and arms. On 06jun2019, the product quality group provided a final report: scope: all gelfoam sponge and gelfoam powder batches produced within the 36 months prior to the receipt of the reported complaint were queried within pcom, and all complaints found were examined against the reported complaint narrative and complaint classification. One previous complaint with a known batch number was determined to be within scope: 2016-02-0009667-us (l63414). Returned product examination: pgs (site name redacted) did not receive a returned complaint sample, or photographs, for evaluation. Reference sample examination: complete - acceptable. A reference sample examination was performed for the complaint with a known batch number listed above. A review of the examination determined that the amount of product present was acceptable, and that no quality defects were observed in the course of the exam. Deviations: complete - acceptable. Deviations, laboratory investigation reports (lir), and change management records for all batches in aprrs and the site deviation tracking system for 36 months prior to the receipt of the reported complaint were reviewed. Packaging records: complete - acceptable. A review of manufacturing records was performed as a part of the complaint with a known batch numbers listed above. A review of the report determined that the manufacturing records were acceptable, and that no quality issues were present. Process control evaluation: existing process controls were reviewed as a part of this investigation. The review determined that the process controls were appropriate and acceptable; therefore the medical device qop was not notified. Qo batch history report: complete - acceptable. Per review of the aprr reports over the expiry interval reaching back from the receipt of the compliant, there were no batches produced with analytical testing results that were outside of registered specifications prior to release. A review of the complaint determined to be within scope demonstrated that all tests and inpections passed prior to release of the involved batch. Medical device report review: a review of all previous medical device reports (MDR) was performed as a part of this investigation. Previous MDR relevant to the reported complaint had been issued by safety; therefore, the reported complaint was escalated to pfizer us for further evaluation of MDR. Batch specific trend review: complete - acceptable. The batch number for the reported complaint is unknown; therefore, an evaluation of the batch history could not be performed as a part of this investigation. Medical device trend analysis: complete - acceptable. The complaint history for products with the product category defined as 'absorbable material - foam ' and 'absorbable material - powder' has been reviewed. The following parameters were used: - product category: absorbable material - foam and absorbable material - powder. Time period: 15oct2014 - 31may2019 - complaint classification: external cause investigation - investigating site: (pfizer site name redacted.) An expanded time period and product category scope was used for the analysis of trending to capture complaints that have been received by pfizer (site name redacted) o as a result of a remediation effort by pfizer us safety, their full range of complaint contact dates, and the associated product expiry windows. The results of the above query were evaluated by date contacted and by the classification of 'external cause investigation.' There were two months (april and may 2019) that included a higher than normal number of complaints; however, this is due to the remediation effort noted above. Additionally, the results from the query were evaluated by the sub-class of 'adverse event safety request for investigation,' and there were two months (april and may 2019) that included a higher than normal number of complaints, also as a result of remediation by pfizer us safety. No trend was observed that would require further investigations. Root cause: pfizer (site name redacted) quality operations could not determine a root cause for the reported defect to be related to the site production process. A review of the aprr reports, the previously investigated complaint report, and an evaluation of trends indicated that all gelfoam batches relevant to this investigation had met established requirements at the time of release. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Corrective action: there were no corrective actions identified as a result of this complaint investigation. All reviewed records, previous investigations, trends, and in-process controls were acceptable, and have met the established requirements. Quality of batch: acceptable. The details of the reported complaint have been forwarded to pfizer safety for evaluation of regulatory reportability due to the worst case severity level of s5 for the reported defect as determined from a review of the device risk file for the product. Additionally, the details of the complaint have been forwarded to the\ mdcp team for review. Based upon the results of this investigation, pgs-qo (site name redacted) concludes that the quality of the product on the market remains acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. The complaint has been escalated to safety for evaluation of regulatory reportability. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer site is not required. Follow-up (26nov2018): new information reported from the contactable consumer includes: patient data (age, ht/wt), adds events of burning up her right arm with numbness in the same area, nervousness, anxiety, and constipation; adds reaction details (onset dates, outcomes), suspect drug data (indication, formulation), test data. Follow-up (17jan2019): new information received from a contactable consumer includes: added new event (pain in my hands and arms), event description, event outcome, seriousness, drug data. Amendment: this follow-up report is being submitted to amend previously reported information: checked intervention required for events seriousness criteria, causality updated to associated, combined the repeated ae with the same llt and same onset date for events burning sensation, numbness. No follow-up attempts are possible. No further information is expected. Follow-up (30apr2019): new information received from product quality complaints group included: investigation report. Follow-up (08jun2019): new information reported from the product quality complaints group included: investigation result summary-final report.

Event description:
Allergic reaction [hypersensitivity]. Palpitations [palpitations]. Burning in upper arm/burning up her right arm with numbness in the same area/ burning in her left arm and to the chest with numbness in the same area [burning sensation]. Numbness/burning up her right arm with numbness in the same area/burning in her left arm and to the chest with numbness in the same area [hypoaesthesia]. Burning down the esophagus [burn oesophageal]. Indigestion/very bad indigestion [dyspepsia]. Heart burns [dyspepsia]. Nervousness like anxiety [nervousness]. Nervousness like anxiety [anxiety]. Constipation [constipation]. Pain in my hands and arms [pain in extremity]. Case description: this is a spontaneous report from a contactable consumer. This 60-year-old female patient started to receive treatment absorbable gelatin (gelfoam) dental sponge, via an unspecified route of administration, from an unknown date to 25nov2018, to stop bleeding. The product ndc number, lot number, and expiration date were unknown. The patient's medical history was not provided. There was no other conditions. There were no concomitant medications. The patient reported that she cut her fingers yesterday (B)(6) 2018, and they were bleeding a lot so she went to urgent care. She stated that the physician applied gelfoam dental sponges on her fingers to stop the bleeding. She had a very bad reaction and ended up in the emergency room. She was calling to find out what is in the foam sponges that she could be so allergic to. The consumer described that the 2 fingers that were cut were on the right hand; the middle and ring finger. The doctor applied one to each finger. About 1.5 to 2 hours after application, she started experiencing burning up her arm and to the chest, and down the other arm, with numbness in the same area. She had extreme palpitations and nervousness 'like anxiety.' She also had a couple bowel movements last night (25nov2018) that were not abnormal. Today (B)(6) 2018, she has very bad indigestion and burning down the esophagus. She still has some palpations but they are better. There is also still some burning feeling and numbness in the right arm but it is not as bad. The issues in the left arm and chest regarding the burning and numbness have resolved. She added that she was given a tetanus shot in the left arm; she has no ndc, lot, or expiry for that product. She stated this morning (26nov2018) she had some constipation during a bowel movement. The patient said that while in the emergency department, an EKG was performed for the palpitations (no result provided). For the palpitations, she was given "a large dose of tylenol, 1000 mg, she thinks." She reported that there was nothing else done since she had "no rash or anything, no benadryl was given." She was just told to follow-up with her regular doctor. The patient also reported "heartburns" on unspecified date. The patient added that the product did stop the bleeding. Upon follow-up on 17jan2019: the physician on staff, informed me that the cuts could not be stitched because they would leave a "wrinkle" on my fingers. She decided to use gelfoam prior to applying the bandages. (The cuts were not large, but they were located near the knuckles, which caused them to bleed when I moved my fingers.) I asked dr. (Name) if there would be any adverse reaction from the gelfoam and she assured me there would not be. Two hours after the gelfoam was applied to my fingers, I experienced complete numbness in both of my hands and arms, across my chest and down to my waist. I also had severe heart palpitations. I went to the emergency room where I was given an EKG immediately. The ER doctor was not familiar with gelfoam and needed to "research" the product. The ER nurse informed him that it was used to stop bleeding usually during surgeries and that she had been aware of problems with the product. I was given a high dosage of pain reliever and had to soak my fingers for an extended amount of time in an attempt to remove the gelfoam. After being monitored for a few hours in the ER, the doctor informed me that I had a severe adverse reaction to gelfoam and that he did not know when the symptoms would subside. He advised me to see my primary care physician as soon as possible and to notify all doctors I visited in the future of this reaction. The following day I visited my primary care physician, (missing a day of work). I was still experiencing numbness and pain in my hands and arms, as well as severe burning from my esophagus through my lower abdomen. My primary care physician agreed that I had an adverse reaction to gelfoam, and he also did not know when the symptoms would subside. I filed a complaint with (customer service name) on 26nov2018. When I inquired about the ingredients in the product, the representative could not provide a complete list. I was told that the only ingredients listed were collagen and gelatin. This troubled me because I needed to know all the ingredients in this product in order to avoid them in the future. (I would appreciate if you could provide me with a detailed list of all the ingredients in gelfoam.) I also contacted the director of the (institution), dr. (Name), who said that gelfoam was used at their facility for cases such as mine, and that it was the responsibility of the pharmaceutical company to supply detailed information and warnings regarding the product on its packaging. I believe pfizer and the (institution) were equally at fault in this matter and would hope in the future that warnings are issued to all medical facilities and its staff regarding gelfoam prior to its use on patients. I am still experiencing numbness in my hands and arms, but all the other symptoms have subsided. I hope the numbness will subside soon. If not, I will pursue further action. I am enclosing a copy of the co-payment for the visit to the emergency room due to my reaction to your product and would appreciate reimbursement. There are any treatment received for events indigestion/very bad indigestion, palpitations, nervousness like anxiety and they were fine now. There are any treatment received for burning in upper arm/burning up her right arm with numbness in the same area, numbness/burning up her right arm with numbness in the same area, allergic reaction, burning in her left arm and to the chest with numbness in the same area, while they were still experiencing. No any treatment received for events burning down the esophagus, heart burns and they were fine now. All above events involved admission to hospital. Upon follow up on 30apr2019, investigation report received from product quality complaints group. A complaint has been received by pfizer kalamazoo with reasonable suspicion of a malfunction, and the associated severity is s5. Impact to the device was the possibility for an adverse event. Hazardous situation #1: gelfoam sponge used in closure of skin incisions. Hazardous situation #2: product used in patient with hypersensitivity to porcine products. The action taken in response to the events for absorbable gelatin was reported as permanently withdrawn. The outcomes of burning in upper arm/burning up her right arm with numbness in the same area/ burning in her left arm and to the chest with numbness in the same area, numbness/burning up her right arm with numbness in the same area/ burning in her left arm and to the chest with numbness in the same area were resolving. The patient completed recovered from palpitations, burning down the esophagus, indigestion/very bad indigestion, heart burns, nervousness like anxiety. Not recovered from allergic reaction, constipation, pain in my hands and arms. Follow-up (26nov2018): new information reported from the contactable consumer includes: patient data (age, ht/wt), adds events of burning up her right arm with numbness in the same area, nervousness, anxiety, and constipation; adds reaction details (onset dates, outcomes), suspect drug data (indication, formulation), test data. Follow-up (17jan2019): new information received from a contactable consumer includes: added new event (pain in my hands and arms), event description, event outcome, seriousness, drug data. Amendment: this follow-up report is being submitted to amend previously reported information: checked intervention required for events seriousness criteria, causality updated to associated, combined the repeated ae with the same llt and same onset date for events burning sensation, numbness. No follow-up attempts are possible. No further information is expected. Follow-up (30apr2019): new information received from product quality complaints group included: investigation report.

Manufacturer narrative:
A complaint has been received by pfizer kalamazoo with reasonable suspicion of a malfunction, and the associated severity is s5. Impact to the device was the possibility for an adverse event. Hazardous situation #1: gelfoam sponge used in closure of skin incisions. Hazardous situation #2: product used in patient with hypersensitivity to porcine products.